Event description:
It was reported that there was one program that was ¿acting up¿ and was ¿working intermittently." It was noted that when the patient increased the amplitude, he would not notice a change in stimulation. It was stated that when the patient ¿presses on the scar in back, then it would work, like the lead became disconnected or something.¿ it was noted that implantable neurostimulator was in the right abdomen. It was noted that ¿this had been intermittent all along.¿ it was noted that where the lead connects there was a ¿sharp point where it hurts the most.¿ additionally, it was noted that the patient had their stimulator reprogrammed. It was noted that electrode 3 was broken. It was noted that the patient regained coverage when the stimulation was reprogrammed around electrode 3 and the patient was happy. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: neu_unknown_lead, serial# unknown, explanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, serial# unknown, explanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, serial# unknown, explanted: (B)(6) 2013, product type: lead. (B)(4).